Event description:
The pt reported that insulin pushed out during the load step while she was connected to the infusion site. She reported that she often remains connected during the load step and this step usually stops at 189 units. The pt noted that she could hear the pump pushing insulin and quickly disconnected from the tubing; she thinks it pushed at least 70 units into her. The pt reported her blood glucose was 243mg/dl prior to the event. Shortly after the event (at around 11:30pm), her blood glucose was 77mg/dl. Her blood glucose remained between 30mg/dl and 82mg/dl until 2:30am on 10/05/10 when it rose to 183mg/dl. The pt reported that she was treated with assistance from a family member with unk amounts of quick-acting carbohydrates. She stated that she felt shaky and sweaty; she was unable to stand up. The pt and family member reported a blood glucose reading of 530mg/dl and moderate ketones at around 8:30am on (B)(6) 2010. They followed instructions from the pt's health care professional for treating elevated blood glucose via manual injections. The pt confirmed that she knew that she should disconnect during all ezprime steps and that she was trained to disconnect from the tubing when doing set changes; she stated that it was "pure laziness on her part not to disconnect."

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.